Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device received first shock and it did not convert. Second shock converted the rhythm. Further defibrillation threshold (dft) test was performed. The shock impedances were within the range. This device remains in service. No adverse patient effects were reported.